Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of myopotentials while the patient was practicing yoga. The patient was seen in-clinic, and it was observed that the "plank" position is where myopotentials are over-sensed. Primary vector seemed to be the best option, and the smartchange parameter was increased due to clinician decision. A second troubleshooting session has been scheduled for (B)(6) 2023. In the meantime, data was sent to technical services (ts) for review. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information: the patient was seen in-clinic for follow-up, where exercise testing was performed in additional to testing different postures and exercised to see if oversensing occurred. In the end, both the patient and the doctor have agreed on which exercises seemed safer and which to potentially avoid. Patient follow-up will be scheduled in 3-6 months to perform another complete session and review how everything is going.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of myopotentials while the patient was practicing yoga. The patient was seen in-clinic, and it was observed that the "plank" position is where myopotentials are over-sensed. Primary vector seemed to be the best option, and the smartchange parameter was increased due to clinician decision. A second troubleshooting session has been scheduled for (B)(6) 2023. In the meantime, data was sent to technical services (ts) for review. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.